Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 74002, lot# n446455, implanted: (B)(6) 2014, product type adapter; product ID 3998, lot# lb5665, implanted: (B)(6) 2003, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not getting pain relief since implant. She had her implantable neurostimulator (ins) replaced yesterday. The patient took oral pain medication to relieve pain. She did not have stimulation turned on yesterday and the manufacturing representative (rep) did not help her with programming the device. However, the rep reported that she was turned on post-op and a nurse was there. Today, her therapy was not on but she was able to turn stimulation on. She was feeling stimulation in her knees and her waist but not in her feet where she needed it. She did not feel stimulation in her feet and that was the main place she had pain. It was noted a rep was there at her implant procedure but she never saw the rep post-op. He never showed her how to use any of the equipment and he did not turn the therapy device on. She was not trained adequately on using the device. It was unknown if the patient was replaced for normal battery depletion. The patient was walked through groups a-e (each group had 1 and 2) to try to increase stimulation. She mostly felt stimulation in her hips on all the programs. On group d, she actually felt stimulation in her ins site. She would increase stimulation to the point of discomfort on most programs and she was advised to decrease stimulation to comfortable levels to resolve all of those times. On group e, she did feel stimulation in her right foot, but not in her left foot, where she had most of her pain. She was going to plan to take more pain medications. It was noted that her ¿hands don¿t work¿ so it was very difficult for her to use the patient programmer (pp) and she did not know she would be given a ¿computer¿ to control her device. Then she said she did not want the device and she was very frustrated. It was later reported that the patient was not scheduled for a follow-up until (B)(6). No fine tuning of her device had been done. Only post-op check, as patients would generally not be allowed to turn the device on until 2 weeks post-op. There was no other cause of the event other than she had not been fully programmed as of yet. The manufacturing representative was going to meet the patient on (B)(6) 2014 to reprogram her per request of the surgeon and the hospital. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was ¿ramping up a lot the way the manufacturing representative set it.¿ the patient would sit down and it would ¿about drive her through the roof and then she would be laying there quietly, not moving and it would do it again.¿

Event description:
Additional information received reported that the patient was reprogrammed and was receiving effective therapy. About 2 weeks after the patient¿s reprogramming session, the patient was feeling stimulation and had to turn it down because it was way too high. The stimulation was ¿kind of effective¿ and it ¿helped a little.¿ it was ¿way, way too high¿ and it was ¿physically hurting the patient.¿ this occurred after the patient was reprogrammed. The patient decreased the stimulation until it didn¿t hurt any more. The patient ¿may have it too low now¿ but she was getting somerelief without getting hurt.

Manufacturer narrative:
(B)(4)